Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present due to charge-coupled device (ccd) failure and failure of the cable. Additional evaluation findings are as follows: worn focus ring;rust and corrosion noted on the pins; faded label on the rear cover noted; discoloration noted on rear cover serial number plate and number unreadable. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was "bad" and returned the olympus, model ch-s400-xz-eb, 4k camera head to olympus for repair. The problem, as reported to olympus, was identified during reprocessing of the device. Upon inspection and testing of the returned device, it was found that the image did not appear. This report is submitted due to the finding that the image did not appear, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to section h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the available information, the investigation determined the likely causes of the reported problem were failure of the charge-coupled device and a cable failure.